Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected by central processing department. The procedure was completed as planned with no harm to patient using a backup instrument of same kind with no delay. No fragments fell into the patient. The instrument did not collide with another device.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional review was performed by isi quality engineer and the probable root cause of cable breakage, whether partial or full, was attributed to damage to the cable through external collisions, during use, or during reprocessing.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, monopolar curved scissors had broken cable.